Event description:
A report was received that the patient had rashes all over the body and the scs was not working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was not holding a charge. The patient underwent an ipg replacement procedure. No device malfunction was suspected.

Event description:
A report was received that the patient had rashes all over the body and the scs was not working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Correction to the initial MDR: it should have been adverse event only. Correction to the initial MDR.

Event description:
A report was received that the patient had rashes all over the body and the scs was not working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 ( (B)(4)) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient had rashes all over the body and the scs was not working. The patient will undergo an ipg replacement procedure.